Event description:
Rptr used a nasal aspirator on their child this morning and the tip part of the aspirator came off inside their nostril. It wasn't until about forty-five mins later that they noticed that there was something lodged in their nostrils. They grabbed their tweezers and after a few moments trying rptr finally grabbed it and was able to pull it out. It was stuck in child's nose and rptr just thought that they were cranky and were having problems breathing due to their cold. The nasal aspirator is white and the tip portion that can come off is clear. On the bulb portion of the aspirator it reads little noses and under the bottom it says made in china. Rptr hates to think if they hadn't seen it and child would have taken a nap, possibly never to awake again.